Event description:
The saline bag filled and burst during a routine hemodialysis treatment when the operator failed to connect the waste line correctly. Rinseback was not performed resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate instructions for making cartridge connections. The event was reviewed with facility staff. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.